Event description:
Patient status post han nail procedure approximately (B)(6) 2010, returned to surgeon complaining of continuing pain. X-rays taken on unknown date showed the spiral blade had backed out about 8mm, protruding through the heel. Patient was returned to the operating room on (B)(6) 2011, surgeon removed the end cap which had loosened, repositioned the spiral blade, and replaced a new end cap.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn as no product was returned.